Manufacturer narrative:
(B)(4). The device was not identified or returned to baxter for eval and therefore an eval could not be completed. If the device is returned, an eval will be completed and a supplemental report will be submitted.

Event description:
It was reported that users of spectrum pumps were stopping infusions by opening the door with a slide clamp. Any pt involvement, injury or med intervention is unk.